Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant sodium (na) results on multiple patient samples obtained on a dimension exl with lm integrated chemistry system. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained discordant sodium (na) results on multiple patient samples on a dimension exl with lm integrated chemistry system. The initial results were not reported to the physician. The same samples were repeated on an alternate dimension exl with lm integrated chemistry system. The repeat results were reported as correct results to the physician. The customer did not provide any patient sample data. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium (na) results.

Manufacturer narrative:
Additional information (05-may-2025): siemens concluded the investigation of the event. Siemens reviewed the instrument data files, and the information provided by the customer. Quality control (qc) and calibrations recovered within customer's acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse verified the integrated multisensor technology (imt) system, performed a system clean, and ran alignments for all probes. The cse ran a system check and qc, which passed. Siemens concluded that the cause of the event was consistent with the imt fluid flow issue. The event was resolved by performing system cleaning and maintenance. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2025-00067 was filed on 25-apr-2025. Correction: sections d1, d2, d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h8 has been updated to reflect the usage of device for instrument.